Event description:
It was reported that upon opening the package of the rx lithotripter compatible basket, it was noted that the wire located at the top of the basket was broken. The device was not used during the procedure. It was the physician's opinion that the gallstone was too big to be removed, therefore, the procedure was completed without further intervention and the patient was referred to a specialist. No patient injuries or complications were reported. The patient's status is reported as "stable".